Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Correction made to the model number of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) on july 7th reported the patient was advancing to the advanced evaluation as the initial test was inconclusive. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was referred to their primary care physician for treatment of their cough. The cause of the migration was, possibly, their cough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a manufacturer representative via a consumer regarding a trial patient. It was reported that the trial patient stated their device was not working and 'can not provide your desired settings'. Patient noted it was too early to tell any improvement, but the previous night was not too bad as they did not get up as much. Patient had a really bad cough. Patient did not feel stimulation since leaving trial and suspected their leads migrated. It was mentioned no lead switch was made due to lead migration. No further complications were reported.